Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code is sold internationally. It is sold in the us under a different product code.

Event description:
The patient was revised to address pain. Doi: (B)(6) 2009 dor: (B)(6) 2018 right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records the patient was revised to address pain and difficulty ambulation. Operative notes reported there was a copious amount of reactive tissue. Metallosis was found on the trunnion and in femoral head. Doi: (B)(6) 2009; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # : (B)(4).investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4).. Ongoing post market surveillance is conducted per our procedures for this product. 11/6/2018: the additional information has been received and there is no change to the above investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.